Manufacturer narrative:
Follow-up #1 date of submission 05/05/2014-product analysis:the pump has been returned and evaluated by product analysis on 04/25/2014 with the following findings:no defects were found during investigation. A review of the pumps black box revealed no abnormal alarms or issues. A battery cap was not returned with the pump; a test battery cap was used for testing. The basal and bolus history were appropriately reflected in the pump¿s total daily insulin dose history. The pump successfully completed a prime sequence, bolus deliveries, and 24-hour exercise test without issue or alarm. The pump successfully passed an insulin delivery accuracy test. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The reporter contacted animas on (B)(6) 2014, reporting that the patient had an episode of diabetic ketoacidosis. There was no additional information at the time of this report. This report is being made due to blood glucose excursion the patient experienced while on insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.